Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient developed an irritation at the pod¿s infusion site (unspecified) while wearing the pod. The infusion site was reported to have a rash and itching sensation. The patient was taken to an appointment at (B)(6) hospital and was prescribed mediderma barrier cream.